Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the display screen was dim and discolored. Unrelated to the display issue, investigation revealed that the keypad was peeling. There were no other defects found to the keypad or keypad buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2014.